Event description:
It was reported that during an appendectomy procedure, the device engaged and did not cut or staple. The procedure was completed by endoloop suture and laparoscopic scissors. There was no patient consequence reported.

Manufacturer narrative:
Damaged firing and clamping mechanism.